Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the screw that holds the van seat post onto the base frame broke and the consumer fell off the chair.